Event description:
In 2008, the pt's daughter called for assistance with setting up the pt's backup infusion device which had never been used. During the priming process the caller received an e4 (occlusion). She was instructed to attach a new infusion tubing and to prime and she received another e4. She was able to perform a prime with the infusion tubing disconnected from the infusion device. The pt was sent replacement infusion sets. Upon follow up on three days later, the pt's daughter was instructed to attach a new infusion tubing to the infusion device and she was able to prime without error. She stated that the pt had been using insulin injections to manage her blood glucose and it was elevated to 600 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.